Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the heavily calcified lesion, such that the balloon ruptured upon the first inflation at 6atm which is below the rated burst pressure (rbp) of 14 atmospheres. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that and all lot release testing met manufacturing criteria. In this case, without the product to examine, a definitive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that during a mid right coronary artery stenting procedure, in a moderately tortuous vessel and heavily calcified lesion, the trek balloon ruptured on the first inflation at 6 atm. A new trek balloon was successfully used to predilate. There was no adverse patient sequela reported. Although requested, there was no additional information provided.